Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal conductor was extrinsically distorted due to kinking/buckling. There was guidewire coating on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the whisper guidewire was not returned with the lead. During analysis, the analyst was using an attain hybrid guidewire sample to performed guidewire insertion test. It was very difficult to pass the guidewire throughout the coil lumen to the lead distal end due to the coil distorted. But the guidewire test result indicated that no partial guidewire stuck in coil lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the competitor guidewire became stuck inside of the left ventricular (lv) lead and was unable to be removed. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.